Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system port near the air-vent was broken. The following information was provided by the initial reporter: "insertion is done. While preparing for the IV line connection, the nurse noticed that there is a broken part in the port where the airvent is located. The nurse immediately decided to remove the cannula and made another insertion."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/2/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and two photos. Upon inspection of photos and the received unit, it was identified that the y adapter had been damaged. The reported defect was confirmed. A lab provided vent plug was placed in the damaged luer and was found to fit; however, a secure connection could not be made as the crack extended beyond the base of the plug. Additionally, a threaded connection could not be made as the threads had been severely damaged. The observed damage would require significant force to the luer adapter, indicating the defect most likely occurred during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system port near the air-vent was broken. The following information was provided by the initial reporter: "insertion is done. While preparing for the IV line connection, the nurse noticed that there is a broken part in the port where the airvent is located. The nurse immediately decided to remove the cannula and made another insertion."